Manufacturer narrative:
(B)(4). Approximate age of device - 30 days. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient was seen in the clinic due to an elevated lactate dehydrogenase (ldh) level of 830 u/l, and an increased cough and chest discomfort with possible increased effusion. No information regarding treatment rendered was provided. The system controller history showed some power elevations and multiple pulsatility index events. A log file review by the manufacturer's technical service representative confirmed a few un-sustained elevations in pump power with the rate of occurrence of pulsatility index events being fairly equal throughout the data. As of (B)(6) 2017, the patient¿s ldh had been steadily decreasing. The patient is stable and denies any increased discomfort. No additional information was provided.

Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on vad support with no further related events reported. A direct correlation between the pump and the report of an increase in the patient¿s inr and an elevated level of lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The report of an elevation in pump power was confirmed based on a review of the submitted system controller log file; however, a specific cause for the recorded events could not be determined. No other unusual pump parameters were recorded in the log file. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, pump power is a direct measurement of motor voltage and current while estimated flow is a value that is calculated from power and speed; changes in pump speed, flow, or physiological demand can affect pump power. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing its file on this event.